Event description:
The customer reported that while the unit was in use on a patient, the unit displayed "gas loss" and "safety disk leak test fails" alarms. The pt was switched to another unit and therapy was continued. No pt injury was reported.